Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery was not charging. Event occurred prior to use. No patient involved.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery was not charging.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the power supply (d014-00-0258) and power cable (d012-00-1688-22). The unit passed all safety and functional tests and was returned to the customer for clinical use.